Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events leading up to the patient¿s outcome could not conclusively be established through this evaluation. In addition, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The heartmate ii lvas instructions for use (IFU) lists bleeding and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also lists multiple types of organ failures and dysfunctions (respiratory failure, right heart failure, renal failure and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This IFU, as well as the heartmate ii lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered heart failure and expired. The patient presented with thyrotoxicosis secondary to amiodarone and underwent unsuccessful plasmapheresis and thyroidectomy (B)(6) 2019. They also had drug induced liver injury secondary to amiodarone and was not a liver transplant candidate. On the floor, the patient became progressively more short of breath and altered and presented to the coronary care unit (ccu) on (B)(6) 2019 in septic shock on broad spectrum antibiotics. The patient had multiple rounds of coffee ground emesis, so thus their heparin was stopped and IV protonix started. It was suspected that the patient had mixed cardiogenic/septic shock with multiple organ failure and they did not tolerate continuous renal replacement therapy (crrt) for fluid removal. After discussion with the patient's family, the final decisions of care were dnr/dni and comfort care with terminal extubation on (B)(6) 2019. The patient's pump was reported to have operated as expected and no device-related issue caused or contributed to the patient's heart failure.

Event description:
It was reported that the patient was admitted to the hospital in (B)(6) 2018.

Manufacturer narrative:
Section b3, g3: correction; event date is estimated. Section b5: additional information. Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is 00813024013297 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.